Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that he was admitted into the hospital due to catheter issues. The patient was not able to complete treatment because the catheter was clogged per registered nurse (B)(6). This is all the information the nurse provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).